Manufacturer narrative:
(B)(6) 2014: the patient underwent allergy lab tests. The patient had a very strong, dose-dependent proliferation response to titanium alloy, showed a strong response to pmma and a moderate proliferation response to cobalt-chrome alloy. Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient has experienced pain down his leg and spasms since undergoing a revision knee surgery in which smith and nephew products were implanted. Allergy tests showed the patient to have a strong reaction to titanium.

Manufacturer narrative:
No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. Allergy testing results provided indicate patient has a proliferation response to titanium and cobalt chrome alloy, without markers for toxic responses to any particles. No other relevant supporting clinical documents have been provided. If more information is received, this investigation will be reopened.